Manufacturer narrative:
Device evaluated by MFR.: returned product consisted of a sterling balloon catheter. The outer shaft, inner shaft, balloon and tip were visually and microscopically examined. Visual examination revealed that the inflation lumen and guidewire lumen is stretched in multiple locations. The guidewire lumen is separated 156.1cm from the hub. The balloon is separated 156.6cm from the hub. Microscopic examination revealed no additional damages. The distal end of the separation with the tip is missing. Inspection of the remainder of the device presented no other damage or irregularities. Product analysis found damage that would have contributed to the difficulty to remove and failure to inflate.

Event description:
It was reported that balloon difficult to remove occurred. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilatation, however, during the procedure the balloon failed to inflate. The doctor had to pull the whole system out including the sheath and it had to be cut to get the sheath off the wire. The procedure was completed with a different device. There were no patient complications reported.

Event description:
It was reported that balloon difficult to remove occurred. A 5.0mmx100mmx135cm (4f) sterling balloon catheter was advanced for dilatation, however, during the procedure the balloon failed to inflate. The doctor had to pull the whole system out including the sheath and it had to be cut to get the sheath off the wire. The procedure was completed with a different device. There were no patient complications reported.